Event description:
Customer reported that she was having low blood glucose level. Customer has been sick the last couple of days. Customer's symptoms were chills and no appetite. Customer treated low blood glucose level by having her son administer glucagon. Blood glucose level was 89 mg/dl. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.